Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they accidently performed a larger bolus then needed. The customer's blood glucose was unknown at the time of incident. Customer stated she performed a bolus of 20u instead of 10u she needed to deliver. Customer was advised that she already delivered the insulin and it cannot be stopped. Advised the customer her to keep checking her blood glucose taking some carbs if needed. Advised the customer to call back later if more assistance is needed.